Event description:
It was reported that approximately 19 days post implantation of an rx acculink in the right internal carotid artery, the patient experienced left leg numbness, weakness, tingling and a fall at home and was hospitalized. The event was diagnosed as a right parietal lobe infarct and was treated with aspirin and pravastatin. The condition is listed as continuing. On (B)(6) 2013, the patient was discharged home. There was no additional information provided.

Event description:
Subsequent to the initial report, on (B)(6) 2013, the patient started experiencing focal seizures. The left sided numbness is continuing. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of cerebrovascular accident is a known observed and potential patient effect as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of seizures is a known observed and potential patient effect as listed in the rx acculink carotid stent system instructions for use (IFU).